Manufacturer narrative:
The reported event could not be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans the hcp opined that with missing clinical information regarding the history of the patient it is pretty hard to assess the case. The tibial component does not show clear signs of loosening, there is neither significant radiolucence, nor are there relevant cysts visible. The fibula shows the situation after a fracture of the distal part that has been operatively treated with a plate. After removal of the material there are screw holes visible. There was a tibial fracture as well-which can be assumed as there obviously was an external fixateur adjusted to the tibial shaft. The removal led to a screw breakage which was left in the diaphyseal part of the tibia, then. A fresh fracture is not visible in my opinion, although that is reported in the clinical notes of this case. There is callus formation visible in the transition zone between the diaphyseal and metaphyseal part of the tibia. The talus shows alterations in the bone structure and the component seems implanted pretty distal. There is, however, no clear sign of loosening or migration as well-a subsidence is possible, but the assessment would need an x-ray immediately after implantation and a control in the course. Due to the lack of this information, I would regard the case as being too complex to assess with the given information. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.